Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient was discharged home and the family was instructed to use thickeners in the patient's fluids. After an unspecified amount of time, the patient had a fever. The caregiver reported that 11 days after the peg/j tube placement, the patient died at home of aspiration pneumonia. The diagnosis was made by the physician by chest auscultation. Abbvie made multiple query attempts regarding what, if any, diagnostic testing and treatment were done. However, no further information was made available. Therefore, due to the timing of the event of the aspiration pneumonia and peg/j tubing placement, abbvie has chosen to conservatively report this event.